Event description:
It was reported that the patient's implantable neurostimulator was removed about a year ago, but the leads were left intact. The patient felt as if the leads were "working their way out" for several months. On (B)(6) 2011 the patient felt a wire poking out and pulled "3 inches of wire" out of her right buttocks. She experienced an internal tugging sensation, and stated she still felt "something in there". Additional information received reported that the patient went to the ER, and reported everything was fine. She had cut about a three inch piece of wire that had come through her skin. The doctor was looking at it, and was going to give her some antibiotics. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead: model 3998cws, lot# n26599, implanted: (B)(6) 2003; explanted: na, programmer: model 7435, serial# (B)(4), extension: model 7495-51, serial# (B)(4); implanted: (B)(6) 2002; explanted: unknown, extension: model 7495lz51, serial# (B)(4); implanted: (B)(6) 2002; explanted: unknown.